Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: >7.5, lab: ng. Date: (B) (6) 2010, >7.5, 12.6. Date: (B) (6) 2010, 1.5, 1.8.

Manufacturer narrative:
Investigation pending.